Event description:
The hub of the stents were separated, apparently they were in perfect conditions and you can see the separation when you screw it to the inflator. There was no packaging problems and problems removing the product from the packaging.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. The product is available, but has not been received as of the initial report.